Manufacturer narrative:
The device has not been returned. As such, no evaluation could be conducted. Review of the manufacturing records did not indicate any issues with the support track. If the guide catheter prolapses out of the support track, it is possible that the guide catheter could kink and become damaged. It is likely that the lack of support of the guide catheter in this instance was due to a set-up issue by the user.

Event description:
While manipulating the guide catheter from the control console, it was observed that the guide catheter popped out and buckled. The physician was un-able to re-engage the guide catheter and had to conver the case to a manual procedure. The case was successfully completed manually without any patient complications.